Event description:
It was reported that the patient was on the mobile power unit (mpu) and reported a power outage. It seemed like there was not a long time till there was pump stoppage. The event log file captured power cable disconnect, low power hazard, and no external power while connected to the mpu on 20jul2025 at 0107. The emergency backup battery (ebb) took over as intended from 0107 to 01:12:18. The event log captured various alarms associated with activation of intentional pump stop at 01:12:40. The mpu regained power at 01:15:04 and the pump restarted at 01:15:06. The primary issue was that the backup battery only lasted 5 minutes instead of the quoted 15 minutes. This was particularly an issue for the patient as they had an oversewn aortic valve and lost consciousness while the pump stopped. After further evaluation of the log, the ebb should have supported should have supported the patient for at least 15 minutes. It was recommended to replace the controller when it safe for the patient. The pump did resume normal operation after the mpu regained power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files captured the pump operating as intended before and after the pump stop event. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.